Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was not impacted. Reportedly, the customer was able to charge the pump with an alternate cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3: other text : device not returned.